Event description:
It was reported that when the device, with reload cartridge, was used during a gastrectomy procedure, there was an incomplete staple line. Another device was used to complete the case. There was no consequence to patient.